Event description:
Event description guidant received information that this endurance rx lead has been removed from service due to a micro-dislodgement. The lead was too short. A longer length lead was implanted without issue.